Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-31, and a 510k number of k153730.

Event description:
The customer reported a false nonreactive alinity I syphilis tp result for one patient in the dermatology department. The following data was provided: initial result = 0.81 s/co, colloidal gold method was positive, results from roche =2.16 s/co. The customer reference range: <1.00s/co. No impact to patient management was reported.